Event description:
It was reported that the customer had a blank display and battery out limit on the insulin pump. The customer's blood glucose level was 407 mg/dl. The customer was treated by going to her health care provider office, there she received a dose from insulin quick pen. The customer stated that the insulin pump was no signs of any physical damaged and not dropped nor bumped. The customer was advised to insert new aaa alkaline battery and the display returned. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.